Manufacturer narrative:
The ems director reported that this was a case of user error.

Event description:
It was reported that while trying to realign the cot to the fastener when loading an empty cot onto the truck, the cot allegedly did not engage the safety hook. The cot allegedly backed out of the truck and dropped to the ground. The female operator alleges that she pulled a muscle in her back and received prescription pain medication.